Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problem was not able to be duplicated, however, the evaluation noted that the failure was sporadic and not able to be conformed but the occurrence was likely. The evaluation found an error code e315 (non-compatible endoscope) was reported without image due to defective ccd unit. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had an error code e216 (scope communication error). The reported problem was found during reprocessing for a bronchoscopy procedure, and the procedure was completed without delay with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error 216 scope communication issue could not be reproduced and a definitive root cause of the issue could not be determined, however, it is likely that the charged coupled device (ccd-unit) was broken while the user was handling the device which led to a temporary display of error message at the user facility. Additionally, a definitive root cause of the observed 315 error message could not be definitively determined, however, the ccd-unit was likely broken while the user was handling the device which led to displayed error message. The event may be reduced or detected by following the instructions for use section below: ¿ inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.